Event description:
Information was received by phone from (B)(6), ICU service manager on (B)(4) 2013. The patient suffered an embolic stroke verified by cranial CT revealing air emboli. Patient expired. Two days status post a massive aortic dissection surgical procedure, the patient suddenly lost consciousness, blood pressure and heart frequency dropped resulting in cardiac arrest. CPR was provided. One blood draw was performed from an radial arterial line without incident. Ten to twenty minutes after the onset of cardiac arrest, it was attempted to draw a 2nd blood sample from the arterial line. At this time it was noted that the dpt lines were full of air. It was noted that the saline bag attached to the dpt set had run empty. The dpt (disposable pressure transducer) set used had 2 pressure transducers, one was used for cvp in a central venous line. The 2nd transducer was used for the arterial line in the radial artery. After air was noticed, the nursing staff replaced the set with a new one. The used set was discarded and is not available for return and evaluation.

Manufacturer narrative:
The product was not returned for evaluation, it was discarded at the hospital. A review of the manufacturing records indicated that the product met specification at the time of release. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No actions will be taken at this time.